Manufacturer narrative:
The reported complaint could not be confirmed. Unit was tested using a d2 control unit at 500 and 5000 rpm. Unit was found to meet all current specifications. No problem found. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause for the reported issue could not be determined. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
During a hip scope procedure it was reported that the device overheated in the surgeon's hand. There was no reported injury to the surgeon. A backup device was used to complete the procedure. No procedural delay or patient impact were noted.